Event description:
It was reported the pt is no longer receiving stimulation. It was also reported the pt has been experiencing difficulty recharging the ipg. A new charger was sent to the pt to help resolve the issue but was unsuccessful. The pt is scheduled to discuss the next course of action with her doctor.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm refers to the pt's physician regarding medical history.